Manufacturer narrative:
Medtronic received the following information from a journal article entitled; platelets reflect the fate of type ii endoleak after endovascular aneurysm repair. Inoue k, furuyama t, kurose s, yoshino s, nakayama k, yamashita s, morisaki k, kume m, matsumoto t, and mori m. Journal of vascular surgery . 2020;72(2):541-548.e1. Doi:10.1016/j.jvs.2019.09.062. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent grafts and non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms. The following malfunctions were observed; type I endoleak, type ii endoleak, type iii endoleak the following adverse events were observed; aneurysm sac enlargement & re-intervention.